Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 4pm. The patient reportedly obtained blood glucose results of '425, 309, 450, 225mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing his blood glucose with another device after the alleged issue began. The patient manages his diabetes with an unspecified type of insulin (self adjuster). According to the csr's documentation, in response to the reported meter issue, the patient reportedly self administered an unspecified amount of insulin (based on his sliding scale) sometime between 4-5pm and approximately an hour and a half after the reported issue began, the patient allegedly developed symptoms of shaking and nausea. The patient reportedly administered self-treatment sometime between 4-6pm by drinking a glass of orange juice. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on one of the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.